Manufacturer narrative:
Gbo complaint: (B)(4). No photos, clarification or further information was received from the customer. We have not received suspected device for the investigation. We do not have further inventory or complaint for this material/batch. We have received samples from the same material and lot from the customer. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filled.

Event description:
Customer states 2 issues with tubes. Specimens are clotting. Hemolysis is occurring. For clotting issue, specimens are being mixed adequately per IFU. For hemolysis, customer advises they do not believe specimens are being shaken, tubes are being filled appropriately to fill mark +/- 10%. Customer is unsure of exact number of occurrences. Specimens are being collected by heel stick, arterial lines and arterial blood draws. Funnels are being used with collection. Multiple sites are experiencing these issues.

Event description:
Customer states 2 issues with tubes. Specimens are clotting. Hemolysis is occurring. For clotting issue, specimens are being mixed adequately per IFU. For hemolysis, customer advises they do not believe specimens are being shaken, tubes are being filled appropriately to fill mark +/- 10%. Customer is unsure of exact number of occurrences. Specimens are being collected by heel stick, arterial lines and arterial blood draws. Funnels are being used with collection. Multiple sites are experiencing these issues.

Manufacturer narrative:
Gbo complaint no: (B)(4). We received 100pcs 450480/200109 for evaluation from the customer. We have no further complaints on the material/batch. We have no further inventory of the material/batch. Customer samples were analyzed with blood and no observation of blood clots nor hemolysis could be detected. A review of the production documents revealed no deviations in relation to the reported issues. The device is not intended to be used with venous or arterial blood. Hemolysis can occur during all pre-analytical phases and is influenced by many variables. Therefore, this complaint is not justified.